Manufacturer narrative:
Investigation is ongoing. When the investigation is complete a follow up report will be submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A leak was detected under the hub portion of the device outside the insertion site. Upon removal it was noted that the lumen was wrinkled and leaked. Doctor said "it might be nurse frequently flushed heparin locked quite hard".

Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for this device and found it was manufactured according to specification with no non-conformances or abnormalities. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event. The instructions for use (IFU) contains the following warnings/precautions: *small syringes will generate excessive pressure and may damage the catheter. Ten (10)cc or larger syringes are recommended. *vigorously flush the pro-PICC® CT catheter using a 10cc or larger syringe and sterile normal saline prior to and immediately following the completion of power injection studies. This will ensure the patency of the catheter and prevent damage to the catheter. Resistance to flushing may indicate partial or complete catheter occlusion. Do not proceed with power injection study until occlusion has been cleared. Warning: failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.